Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) turned off but patient did not turn off using patient programmer. Rep noted the ins was ok approximately two months ago but patient was using ins at 4.1v. Rep would meet with patient to see if ins was low. No patient symptoms or harm were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a manufacturer representative (rep) reported the cause of the stimulation turning off inadvertently was unknown and they had no additional information about trouble shooting performed or actions and interventions taken to resolve the stimulation turning off inadvertently.